Event description:
New inormation received noted the lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.0-11.0cm and 16.8-19.8cm from the distal tip. Internal insulation abrasion was noted at 11.6-13.0cm and 22.4-22.6cm from the distal tip. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up and the lead was imaged prophylactically. Externalized conductors were noted between the svc and rv coil, proximal to the valve. No electrical anomalies were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.